Event description:
It was reported that the smart control iliac 6x40 stent was placed distal to the intended target lesion. The stent expanded fully with good wall apposition. The procedure was completed without any adverse event to the pt with placement of an additional 6x60 smart control iliac stent proximally to cover the whole length of the target lesion with good wall apposition. There were no anomalies noted with pre-use inspection. The stent was contained within the outer sheath. The device was prepped and used per the instructions for use. There was no resistance during advancement of the device to the lesion and no unusual force was used, and the locking pin was in place during advancement. There was no resistance noted while crossing the lesion, and the sds did not pass through any previously placed stents. It was reported that the slack in the catheter shaft was removed inside and outside of the pt prior to stent deployment. There is no info available regarding the target site, vessel/lesion characteristics, and no further procedural details are known.

Manufacturer narrative:
The stent remains implanted and the delivery system is not available for analysis. A review of the mfg documentation associated with the final assembly lot 14113450, outer sheath subassembly lot 14106834, and the coated polyimide wire lumen subassembly lot 14101288 revealed no anomalies during the mfg and inspection processes that can be associated with the reported complaint. Procedure factors may have contributed to the inaccurate placement of the smart control iliac stent; however, based on the limited available clinical and procedural info and without return of the delivery system, no conclusion can be made regarding the event. There is no indication that the reported inaccurate stent placement was due to the device design or mfg process.